Manufacturer narrative:
.

Event description:
One hour and 30 mins into treatment, the air detector alarm was activated and air was noted in the extracorporeal system. Upon inspection, it was determined that the air was being introduced via a crack in the hard plastic luer lock connection with the bloodline (medisystems). No alcohol use on the luer lock. Needle was replaced and the treatment continue without problem.